Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was no suture inside the angio-seal device. The device was not used, and hemostasis was achieved by manual compression. There was no delay of the procedure. The patient was treated as intended; eight hours of femostop achieved hemostasis. There was no significant loss of blood; the estimated blood loss was less than 250cc. There was no harm to the patient; there were no patient consequences. It was a right femoral artery puncture. The type of procedure that was being performed was a percutaneous coronary intervention (pci). A 6fr procedural sheath was used, then switched to an arrowflex prior to the vcd device. There was kinking with arterial access, sheath, guidewire or catheter insertion. A pre- deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.